Event description:
The customer reported the system displayed a communication error code message and then locked up. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer was replaced. The system was then found to be operating as intended.